Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user called in reporting a hyperglycemic event of 482 mg/dl blood glucose (bg). The patient was using convatec inset (23", 6mm) infusion set which was determined to be the culprit. The patient did a full supply change to resume insulin delivery, and no damage was found on the infusion set. The agent followed up later confirming bg was descending. The patient was out of range for 90+ minutes but did not require any medical intervention. There were no symptoms reported by the patient during this event.